Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the pacing threshold measurements were high and there was intermittent loss of capture. The physician decided to leave the rv lead implanted as the other lead measurements were stable. No adverse patient effects were reported during the implant procedure. The patient was seen one week later and it was noted that the pacing impedance measurements were above 3,000 ohms. A chest x-ray was performed and no anomalies were noted with either the lead conductor or with the pacemaker/lead connection. A revision was performed. The rv lead was disconnected from the pacemaker and connected to the pacing system analyzer (psa); the pacing impedance measurements were in normal range (660 ohms) on the psa. The rv lead was extracted and successfully replaced. No additional adverse patient effects were reported. The pacemaker remains implanted and in service with the replacement rv lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the setscrew mark on the terminal pin was in the correct location. The helix was in a retracted position with blood infiltration in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.